Event description:
After a completed case, the balloon catheter tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 14255 was returned and analyzed. Visual inspection indicated no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application immediately and triggered system notice 50005 'the safety system detected fluid in the catheter and stopped the injection.' During inspection and pressure testing of the handle segment, a leak path was identified at the guide wire lumen to push-button bond. The guide wire lumen was kinked and a breach was observed. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.